Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins). The patient slipped on ice. They didn¿t totally fall but did skid a bit. Afterwards, they weren¿t receiving the same relief as before. The leads appeared to be in working order but perhaps slipped down one electrode. The rep reprogrammed and it appears to be working well again. The healthcare professional (hcp) is going to order an x-ray to verify if a lead migration occurred. The rep also performed an impedance check which came back normal. The issue was resolved, and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 01/08/2019. The rep indicated that they haven't learned anything more in regards to the lead migration. They have not been called to come back to see the patient. This was confirmed with the physician/account. No further complications were reported/are anticipated.